Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the screen became gray during roadmaping. There is no report of death or serious injury associated with the complaint.